Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "poly was exchanged due to wear. The head was replaced to a 32mm head also. The cup and stem were well fixed."